Event description:
It was reported that prior to a stent treatment procedure, premature deployment of a stent occurred. As the 7x59x1350 sentinol biliary stent was opened and prepped for use, it was noted that the stent was partially deployed. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the sentinol stent delivery system (sds) was received with no original packaging or other devices. The tuohy was in the closed position. The partially expanded distal end of the stent was protruding from the distal end of the exterior shaft. The device was functionally tested by prepping and retracting the exterior shaft per the directions for use (dfu); the stent deployed with no unusual resistance. Visual inspection of the stent and the sds after functional testing confirmed that there were no product quality deficiencies that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).